Event description:
It was reported that during basilar artery (ba) stenosis procedure the operator used a subject guidewire to bring balloon to dilate. However, when the subject guidewire and balloon reached the lesion, the operator could not manipulate the guidewire. When the operator withdrew the subject guidewire and balloon, it was discovered that the tip of the subject guidewire was separated from the outer hypo tube. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection it was found that the guidewire was returned fully intact. There was no evidence of a break/fracture at the distal end or anywhere along the entire length of the guidewire during initial inspection. The guidewire was noted to be slightly kinked/bent towards the distal end. The core wire was observed through the distal tip dome. The torque device was not returned. During functional inspection analysis the distal guidewire was significantly tugged (more excessive than normal testing), the guidewire broke from the distal end and the core wire was evident. During transfer of the device back into its packaging the distal nitinol tubing section broke further. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, the dispenser hoop was flushed before removing the guidewire, there was no resistance encountered removing the guidewire from the dispenser hoop, the guidewire tip was shaped to 45 degree, continuous flush was set up and maintained throughout the clinical procedure. There was no friction/resistance encountered during the procedure. The patient¿s anatomy was not tortuous. Other devices used in the procedure in conjunction with the subject device was a balloon catheter. No other difficulties were encountered during the usage of the device that could have contributed to the issue. The issue was noted at the distal end of the guidewire. No microcatheter was used in the procedure. Analysis of the returned device found the following defects: ¿guidewire broken/fractured during use¿ and slightly kinked/bent towards the distal end. There was evidence of the reported break/fracture at the distal end confirming the reported defect. The as reported defect 'guidewire torque problem' could not be confirmed as the component device was not returned. An assignable cause of procedural factors will be assigned to the as reported and as analyzed defect ¿guidewire distal tip broken/fractured during use¿ and as analyzed defect ¿guidewire kinked/bent¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. The as reported defect 'guidewire torque problem' will be assigned 'undeterminable¿ as the torque device was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during basilar artery (ba) stenosis procedure the operator used a subject guidewire to bring balloon to dilate. However, when the subject guidewire and balloon reached the lesion, the operator could not manipulate the guidewire. When the operator withdrew the subject guidewire and balloon, it was discovered that the tip of the subject guidewire was separated from the outer hypo tube. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.